Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to address section, the reason the device was not evaluated. (B)(4)

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient had a bard marlex mesh implanted to repair bilateral direct inguinal hernia with enlarged right inguinal lymph nodes. It is alleged thereafter, the patient experienced chronic pain in his groin. The patient's injuries have also limited his strength and endurance; patient is unable to walk, stand or sit for anything other than short periods of time. The attorney's report alleges the patient suffered pain, inflammation or infection and tissue abrasion.